Event description:
During a procedure to mix bone grafting material and platlet rich plasma, the dual liquid applicator manifold had a crack and platlet rich plasma was spilled on the sterile field. No personnel contamination resulted.